Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and a flat crease. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one striated opening on the posterior and non-penetrating striated nick. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tools, and a striated nick due to surgical tool scratch-like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.